Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No pt involvement.

Manufacturer narrative:
The device is not expected to be returned for eval. The device history record for this device was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. No further conclusion can be drawn by the manufacturing site since the device is not expected to be returned for analysis. Complaint trends will continue to be monitored.